Event description:
Reporter called lfs on 5/02 alleging their ot original meter was giving them "clean test area" and "error 1" messages. These issues were not resolved after troubleshooting. Customer did not experience an adverse event due to the meter. Customer did go to the hospital with low blood sugar, the meter read low (48 mg/dl) as well, and patient was treated for low blood sugar.